Event description:
It was reported that shaft break occurred. The 80-90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during introduction, the shaft broke outside the body. The device was removed manually, and the procedure was completed with another similar device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Updated h6: device codes. Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube 47.5cm from the strain relief. There were numerous kinks to the hypotube of the device. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Product analysis confirmed the reported separation, as there was a hypotube separation. There were also numerous unreported hypotube kinks to the device. The reported no cross in the lesion could not be confirmed as the clinical circumstances could not be replicated.

Event description:
It was reported that shaft break occurred. The 80-90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during introduction, the shaft broke outside the body. The device was removed manually, and the procedure was completed with another similar device. There were no patient complications nor injuries reported.